Event description:
During the surgery, the screw holding the nail to the nail holder broke inside the implant. Despite this, we managed to remove the broken screw thread from the implant.the implant could finally be used because the team managed to extract the broken screw fragment. At the end of the operation, there was no proximal or distal targeting device, which made it difficult to lock the nail. In the end, the surgeon was able to insert 1 proximal screw but no distal screw. Increase in operating time: the operation lasted approximately 3 hours.

Event description:
During the surgery, the screw holding the nail to the nail holder broke inside the implant. Despite this, we managed to remove the broken screw thread from the implant.the implant could finally be used because the team managed to extract the broken screw fragment. At the end of the operation, there was no proximal or distal targeting device, which made it difficult to lock the nail. In the end, the surgeon was able to insert 1 proximal screw but no distal screw. Increase in operating time: the operation lasted approximately 3 hours.